Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl and customer¿s other relevant blood glucose level was 393 mg/dl. The customer reported that the insulin pump received no delivery alarm. Customer was treated with manual injection and blood glucose level was went down to 90 mg/dl. Customer declined for troubleshooting of high blood glucose. Customer was able to successfully manually push some insulin through the tubing and was able to prime the tubing with the insulin pump. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer stated that the no delivery alarm reoccurred during bolus. Customer stated that the tubing was not bent or kinked. Customer stated that they had tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.